Event description:
Celect platinum ivc (inferior vena cava) filter fractured with one arm migrated to right ventricle. Filter removed and referred to me. Rv (right ventricle) fragment removed (B)(6) 2024 percutaneously.